Event description:
Pt began reporting feeling clammy, sweaty, and confused with return to baseline mentation. Pt reporting vision changes, including blurry vision, along with a left sided headache. Rapid response nurse noted bubbling in nitroglycerin bottle infusing. This nurse verified nitroglycerin was new and had been bubbling and emptying into the drip chamber at fast rate. The nitroglycerin bottle had been recently hung with replacement of IV tubing. Programming of pump was verified by rapid response nurse. Pump was immediately turned off, taken out of service, and tagged for repair. Pump appeared to be malfunctioning and delivering high volume of fluid into pt instead of infusing at set prescribed rate. Med had been scanned according to new process, including scanning pt, med, and pump and verified on "brain" of pump. Change was made on vtbi from 250 ml to 200 ml, so bottle would not run dry. No other changes made and drip continued at same rate it had been at for over 24 hours.